Event description:
It was reported that a customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check, and it was discovered that the customer was using admelog insulin. Tandem technical support (cts) informed customer that admelog insulin is off-label per the user guide. Reportedly, the off-label insulin usage resulted in a blocked cartridge. Customer changed cartridge and infusion set to address the issue.